Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 11.7 mmol/l. The customer was assisted with troubleshooting. Customer stated that the insulin pump had motor safety circuit failed test alarm then they replaced battery as they thought it might be because of a low battery but after putting a new battery, insulin pump did not restart. Customer stated that the insulin pump had critical pump error and alarm did not clear by selecting ok. Customer was unable to clear the insulin pump errors, power loss alarm and program the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.